Event description:
An olympus representative called to report no image with the 180-series scopes on the customer's evis exera iii video system center. It was not specified when the malfunction occurred, but there was no report of patient involvement.

Manufacturer narrative:
The olympus representative called olympus technical assistance center (tac) and they tried different pig tails; the scopes worked fine on another tower. Tac informed the representative and customer the issue is the cv-190 and it will need to be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the reported event could not be identified. However, it¿s likely, the cause is related to a faulty patient board set. A design change of the dr board took place on (B)(6) 2018. But it¿s unknown, if the design change is related to the event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received. Revealed, the issue was discovered, before use. The procedure was a diagnostic colonoscopy. The procedure was completed with another device. The device was inspected.